Manufacturer narrative:
Eval: the device was returned in a used condition with the catheter separated at the distal strain relief. It should be noted that if excessive force is encountered, separation will occur in this area as this part of this catheter is the weakest; however, the necessary corrective action has been initiated in an effort to prevent future occurrences. The appropriate personnel have been notified of this matter.